Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both unipolar and bipolar. Sensing and capture were beginning to be compromised due to the low lead impedances. The patient experienced atrial fibrillation the majority of the time, so the pulse generator was programmed to vvi until the lead could be replaced.

Manufacturer narrative:
Na